Event description:
It was reported that the patient's lead during implant was showing no impedance on the superior vena cava (svc) coil when placed into the svc device port. After several attempts the svc coil defibrillation polarity was programmed to off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7232cx ICD implanted: (B)(6) 2005; l 694965 lead implanted: (B)(6) 2005. (B)(4).